Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the anvil could not be set with the housing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.